Event description:
It was reported that a pt experienced an allergic reaction after placement of fourteen crowns with smartcem2; the exact symptoms experienced are not known. The restorations will be removed and replaced. It is unk if any medical intervention was required as a result. The pt underwent allergy testing and tested positive for an allergy to methacrylates.

Manufacturer narrative:
While it is not definitively known whether the smartcem2 used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. A retained sample was evaluated for appearance, work time, and set time properties and passed. Also, a DHR review was conducted with no discrepancies noted.